Event description:
It was reported that during intra-aortic balloon (iab) therapy, there was a fiber optic sensor failure alarm. All attempts to troubleshoot the alarm were unsuccessful. The nurse stated that they will unplug the fiber optic sensor connector and obtain the arterial pressure via an arterial line that will be placed later by the day shift. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).